Event description:
Hcp reported the pump was removed due to "intermittent delivery of drug, drug found in pump pocket." The pump was explanted and replaced in 2004. It was then returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.